Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, oversensing and noise due to a possible fracture which resulted in inappropriate shocks to the patient. The lead was programmed off and the patient will have a life vest until a new lead can be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010. (B)(4).